Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the event history log review revealed 'upstream occlusion!' And 'downstream occlusion!'. Upstream and downstream occlusion testing was performed and the device was able to properly detect an occlusion, therefore the cause was not identified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the event history log revealed a "upstream occlusion!" And a "downstream occlusion!" Message. No additional information is available.